Event description:
The hcp reported hearing a critical alarm. A tube set message was confirmed with telemetry. The pt was asymptomatic. Technical advice was provided to the hcp. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.